Event description:
It was reported to resmed that an astral device had a red screen. During evaluation, the inspection also identified that the device displayed an error message (sf 179) related to a super capacitor issue. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).